Event description:
It was reported that the patient heard an alert and was seen for a check up. It was found that the impedance on both the superior vena cava coil and the defibrillation coil of the lead increased and is now high. The lead will be monitored and replaced at a later date. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.